Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced catheter tip damaged/ defective. The following information was provided by the initial reporter. The customer stated: starting an IV on this pt, got a flash of blood back, on attempting to advance the catheter into the vein, pt complained of pain. I gently tried to advance the catheter once more, however, pt stated that it "really hurt". I withdrew the catheter/needle and noted that the tip of the plastic catheter was cracked but intact along with the needle, which was also intact. I applied a gauze/tape dressing to the site; once the IV was removed, pt stated that the pain was gone.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.